Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.